Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(6); the lot number provided by the customer was incorrect. The feedback provided by the customer states that, "a positive pressure connector was attached and found to be clogged." Further information from the customer has stated that the issue was identified at the end of the infusion. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, a needleless sealed infusion connector was used to seal the patient's tube. When sealing the tube, the positive pressure connector was connected, and it was found that the positive pressure connector was blocked. The patient was immediately replaced with a new positive pressure connector, and no adverse consequences were caused to the patient. Additional information received from the customer: 1. Please return the affected product (with its original packaging if possible) for investigation? The customer did not reserve the product. 2. If it is not possible to return the affected product, please provide detailed photographs/videos of the product and damaged area? The customer did not take a photo, and the time was urgent, so he replaced it directly. 3. Please confirm when was the issue identified? During priming or infusion? At the end of the infusion, when the tube is sealed. 4. Please confirm what medication was being administered during the event? Unknown. 5. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? Unknown. 6. Please confirm the make and model of the connecting products? 2000e. 7. If possible, please send the connecting product/s to assist our investigation? On. 8. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Unknown. 9. Please confirm if the connecting product has a luer slip or luer lock connection? Yes. 10. Please confirm whether the flow was completely or partially blocked? Not affected. 11. Please confirm the material number and lot number of the affected product. 24028417. 12. Please confirm how many products are affected. 1 pc.